Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had no delivery alarm during prime. The blood glucose was 300 mg/dl at the time of the incident. Troubleshooting steps were guided for no delivery alarm. Customer stated that, the insulin did not exit the tubing. Customer did displacement test twice which was passed. Customer advised to call back for further troubleshooting once daughter or friend is with her to assist with troubleshoot. Customer had high blood glucose, however customer brought it to lows, and however customer declined troubleshooting of the low and high blood glucose. Customer was not able to do the tape not sticking troubleshoot. Customer advised to call urgent care for backup plan. Customer had issues testing reservoirs and set. The insulin pump will not be returned for analysis.